Manufacturer narrative:
The hillrom technician found the auxiliary outlet, inlet and hardware needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance to make sure all bed components are functioning as designed. Pay particular attention to safety features, including but not limited to: electrical system components and electrical power cords for fraying, damage, and proper grounding. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary outlet, inlet and hardware to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the hillrom service technician stating the bed auxiliary outlet has been burned. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).